Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitoring a 55-year-old female patient, the device failed self-test for defib and pace functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1 updated, a2 removed, a3a removed, a4 updated, b5, b6 removed, b7 removed, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. The device was returned to zoll medical corporation for evaluation. The customer's report of "device failed self-test for defib function" was observed during idefib cycling; however, after disassembling the device to determine root cause, the report was no longer seen. The customer's report of "device failed self-test for pacer function" was observed during review of the device logs. However, the device was put through extensive testing including defib/pacer stress testing and bench handling without duplication either report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pace functions. Complainant indicated that there was no patient involvement in the reported malfunction.